Manufacturer narrative:
During accelerated aging of a durastar ptca balloon catheter, loose contamination was found inside the sterile pouch. This testing was done by cordis on a unit that had come from the distribution center ((B)(4)) as a sterile product. One sterile 2.25/10mm durastar was received inside its original packaging. A piece of contamination was observed inside the pouch. The contaminant is out of the acceptable range in the specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The issue was confirmed. Although the root cause cannot be conclusively determined, it appears to be related to the manufacturing process. Actions were previously opened to address this failure. This additional complaint does not change the severity or occurrence rates in the investigation; no further actions will be taken at this time.

Event description:
Loose fibers were found inside the sterile pouch of a sterile durastar unit used for accelerated aging in cordis (B)(4). This test unit had come from hcs as a sterile product.

Manufacturer narrative:
This product is already in-house at cordis (B)(4), and has been sent to failure analysis for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.